Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported error message, "373 errors," when scanning the adc freestyle libre sensor using librelink. On (B)(6) 2021, as a result of not being able to monitor the blood glucose, the customer experienced unspecified symptoms of hypoglycemia and had a fall and broke his nose. The customer was hospitalized and had nose surgery performed by an hcp for treatment. The caregiver was unclear if the customer received treatment for hypoglycemia. A lab glucose test of 112 mg/dl was obtained the day after the after-hospital admission. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported error message, "373 errors," when scanning the adc freestyle libre sensor using librelink. On 12-sep-2021, as a result of not being able to monitor the blood glucose, the customer experienced unspecified symptoms of hypoglycemia and had a fall and broke his nose. The customer was hospitalized and had nose surgery performed by an hcp for treatment. The caregiver was unclear if the customer received treatment for hypoglycemia. A lab glucose test of 112 mg/dl was obtained the day after the after-hospital admission. No further information was provided. There was no report of death or permanent injury.